Event description:
On (B)(4) 2012, dr. (B)(6), dds called to report that the pt was injected with radiesse on (B)(6) 2012 in the cheeks, nlfs and marionette lines (ml). The pt had healed and the swelling had gone down with only minor bruises to the nlfs and mls. The pt called dr. (B)(6) on sunday night to state a few days ago she started to swell by her left eye. Her husband had thought that it might be because she just woke up. The pt is in (B)(6) for 1 week but did state that the swelling began at home before travel. Dr. (B)(6) advised the pt to go to urgent care if she wanted it looked at. This morning ((B)(6) 2012) the pt called to state that she had gone to urgent care and they told her she had cellulitis and her body was rejecting the radiesse. Urgent care prescribed clindamycin (clinda 300 mg quid x 10 days). Per dr. (B)(6) she has no supporting symptoms of a cellulitis: no fever, redness, tenderness to the affected areas. The pt also stated that on (B)(6) 2012 her right eye was starting to swell and swelling by her mouth as well. The pt has no pain and no numbness. Her bp is high but dr. (B)(6) believes that may be because the pt is excited. On (B)(6) 2012 the pt called dr. (B)(6) repeatedly to say that she was disfigured and had to cancel meetings today and thus the office got in contact with a plastic surgeon in the (B)(6) area- pt was in (B)(6) for a work function. That doctor¿s office agreed to see the pt. Once they saw the pt then they advised that the pt should be seen by the original doctor. The pt, on her own found another doctor and told that office that her eyes did not look like they were in the right place. That office injected the pt with more radiesse. The pt stated that the injections were done because she was disfigured. She was advised not to fly so she drove home to (B)(6) instead. The pt did not show for her follow up appointment at dr. (B)(6) office and has not been in contact. Pt did not provide photos.

Manufacturer narrative:
The pt was also injected with a radiese part number 8069m0k lot 1031977 exp 03/2014. The device MFR date for lot 1031977 is 03/2012. The radiesse device history records for the reported lot numbers were reviewed. All required testing specifications for the lot were met prior to release and there were no abnormalities noted.